Manufacturer narrative:
Reference MFR. Report #3004209178-2012-06646 regarding issues the patient experienced with her previous implanted system. Information references the main component of the system and other applicable components are: product ID: 377745, lot# v001224, implanted: (B)(6) 2005, product type: lead. Product ID: 377745, lot# v001224, implanted: (B)(6) 2005, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient was having constant nerve pain starting in 2007 and wasn't sure if it was from the implant or not. She had sciatica nerve pain as well, and had a nerve block in 2014, which had helped. The nerve pain was still there and she was still having issues with the left lead. Her left lead didn't work. There were no traumas or falls reported that could be related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.